Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed no delivery. The blood glucose reading was 300 mg/dl at the time of hospitalization. The customer stated that he had received no delivery alarms 3 days prior, experiencing rising blood glucose levels, went into diabetic ketoacidosis, and was vomiting. He complained of dehydration from high blood glucose levels. The blood glucose reading at the time of the no delivery alarm was 367 mg/dl. Upon troubleshooting, insulin did exit during a fixed prime, and he was advised to change the entire infusion set due to a possible site or set-related occlusion. Upon admittance to the hospital, the customer was treated with fluids and manual injections, and he was discharged after his blood glucose levels were stabilized. Nothing further reported.